Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A field service engineer (fse) addressed the customer previous report of read and write invalid failures on a drawer and conducted a scheduled onsite evaluation. During inspection, the hardware was found to be operating normally at the time of the visit. The customer tested the drawer using the inventory count workflow, and no read and write failures occurred during testing. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.